Event description:
Litigation papers allege elevated metal ion levels, pain and disability.

Event description:
Update (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address an unknown reason. The complaint was updated on: (B)(4) 2013. There is a doi discrepancy between the (B)(4) and what was previously reported from litigation. The current doi has been confirmed by the invoice and will remain as it is. Should we receive additional information, we will update if necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.